Event description:
It was reported that the medium-large clip applier instrument's clips were stuck in the jaws. The user completed the p cedure with no further issue reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.44mm offset at the tips. A clip can be properly loaded into the clip groove of the grip-tip. The grips were not found to have cracking damage. The instrument was installed on an in-house system and driven and failed the clip test due to misapplication of the clip. A clip could be properly loaded into the clip groove of the grip tips. The clip was formed but the grip tips did not separate due to incomplete release from one grip. The complaint was confirmed by failure analysis. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.